Manufacturer narrative:
The subject device in this report was returned to omsc for evaluation. During the evaluation it was confirmed that the forceps elevator wire did not break nor fray but a part connecting the forceps elevator wire to the elevator lever broke within the control section of the subject device. It was surmised that the cause of the reported event was the connection part of the forceps elevator wire broke. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Omsc confirmed that there was a service record of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator wire broke of the subject device during an unspecified therapeutic procedure using the subject device, and the procedure was aborted. The user facility did not provide other detailed information of the event, but there was no report of patient injury associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.